Manufacturer narrative:
(B)(6).

Event description:
It was reported that entrapment occurred. The rotapro and rotawire were selected for use and advanced inside the patient. Dynaglide mode was used while advancing to the lesion. The rotation speed did not increase to the set rotation outside the body during the ablation and ablation was discontinued. The rotation speed was set to 190,000 rpms with maximum rotation speed from 60,000-90,000. When the devices were being removed, the burr got stuck with the rotawire near the exit of the y-connector. The wire was finally able to be secured and removed. No damage was noted on the rotawire. When an attempt was made to rotate the burr after removal, it sounded like there was an air leak and the device stopped working. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device found that large quantities of blood were present within the sheath. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was not able to be advanced through the device due to the blood within the sheath. Further functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button], was pressed, the device stalled and would not run due to the blood within the device. At the time of the device stall, the sound of air escaping the device could be heard as a result of the stall.

Event description:
It was reported that entrapment occurred. The rotapro and rotawire were selected for use and advanced inside the patient. Dynaglide mode was used while advancing to the lesion. The rotation speed did not increase to the set rotation outside the body during the ablation and ablation was discontinued. The rotation speed was set to 190,000 rpms with maximum rotation speed from 60,000-90,000. When the devices were being removed, the burr got stuck with the rotawire near the exit of the y-connector. The wire was finally able to be secured and removed. No damage was noted on the rotawire. When an attempt was made to rotate the burr after removal, it sounded like there was an air leak and the device stopped working. The procedure was completed with another of the same device. There was no patient injury.